Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Analysis was unable to perform the occlusion test due to motor error alarms. Analysis was unable to confirm the motor position encoder error alarm due to an overwritten history file. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during bolus and basal delivery. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.